Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following a coronary drug eluting stenting treatment procedure, the pt presented with restenosis. The pt had an unk size taxus express2 stent implanted in an unspecified location. In 2008, a 100% restenosis of the right coronary artery was found by angiography at the 9 month follow up visit. It was noted that a high possibility of restenosis was likely if intervention was performed. The condition of the pt was stable, so no further action was taken. Per the physician, the event was listed as "possibly related" to the study stent. The pt was discharged three days later. Additional info was requested, but was not available.